Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 507645, lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient called to request reimbursement related to her device replacement. The device did not meet maturity or guarantee as the battery was replaced prior to expected. The patient understood that the battery was dying and requested reimbursement for pain and suffering. The device was explanted and replaced. No patient complications have been reported as a result of this event.